Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are meeting in some spots and not in others for their bite. Their 4 front, 2 top and 2 bottom feel like they are chipped. At check in patient marked true to jaw discomfort. Patient has been rtd.